Event description:
It was reported that during a prostatectomy procedure, the smoke was noticed around the tip of the monopolar curved scissors instrument while performing a dissection. The instrument was removed and replaced with an instrument of the same type. The tip cover accessory was discarded at the site. The procedure was successfully completed without significant delay. No patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00400.

Manufacturer narrative:
The accessory was not returned for evaluation, therefore, the root cause of the customer reported failure mode could not be determined.